Manufacturer narrative:
The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial numbers (B)(4). At 9:20 am, the patient was tested on meter (B)(4), with a result of 34 mg/dl. Immediately after this result, the patient was treated with one amp of d50. At 9:58 am, the patient was tested again on the first meter, (B)(4), with a result of 25 mg/dl. At 10:02 am, the patient was tested on a second meter, (B)(4), with a result of 111 mg/dl. At 2:19 pm, the patient was tested on a third meter, (B)(4), with a result of 38 mg/dl. At 2:28 pm, the patient was tested on the second meter again, (B)(4), with a result of 86 mg/dl the patient is in stable condition.